Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units. This is the third of three reports. Refer to 9611594-2024-00158 for the first report. Refer to 9611594-2024-00159 for the second report. It was reported, following insertion of the nasogastric tube (ngt), the ngt was not in place. Ngt was removed for repositioning, and it was noticed that the stylet had perforated the tube. According to the teams, ngts are often bent during insertion and the stylet punctures the tube. The patient experienced irritation with slight bleeding on removal of the tube.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 19 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30294854, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 01-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: b5, b7. All information reasonably known as of 07 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 23oct2024, new nasogastric tubes were inserted.